Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had scale marking issues. The following information was provided by the initial reporter: "according to the customer's report, the scale marking was missing in one product."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had scale marking issues. The following information was provided by the initial reporter: "according to the customer's report, the scale marking was missing in one product."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/15/2022. H.6. Investigation: customer returned a single 0.3ml syringe. The numerals that are intended to accompany the graduation markings and their associated markings on this side of the syringe are missing. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, bd was able to confirm the customer¿s indicated failure of scale markings missing. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had scale marking issues. The following information was provided by the initial reporter: "according to the customer's report, the scale marking was missing in one product."